Event description:
It was reported that the pump screen was hard to read, there was no adverse impact to the customer¿s blood glucose level. Additional information was not provided. The customer declined further troubleshooting with tandem technical support.